Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. It was reported the hiwire nitinol hydrophilic wire guide''s inner nickel titanium core wire was exposed around 20 cm long during percutaneous renal holmium laser lithotripsy procedure. The issue was found when the wire guide package was opened. The procedure was completed by using another same-like device. A customer provided photo to show polymer jacket separated from wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One hiwire nitinol hydrophilic wire guide was returned for investigation in an open package with label. Upon inspection the tip of the wire guide inner core was exposed. No exposed wire on the body of the wire was noted. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. The wire guide is assembled and packaged by a supplier, a review of the device history record for this lot found no related anomalies. A review of manufacturing procedures by the supplier found multiple inspections to be in place to assure the integrity of the wire guide prior to shipment. The supplier identified the nature of this damage is representative of attempting to remove the wire guide from the dispenser hoop without proper hydration. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). E3: customer occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the hiwire nitinol hydrophilic wire guide''s inner nickel titanium core wire was exposed around 20 cm long during percutaneous renal holmium laser lithotripsy procedure. The issue was found when the wire guide package was opened. The procedure was completed by using another same-like device. A customer provided photo to show polymer jacket separated from wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.